Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the histoacryl when the nurse opened the package. It was found the ampoule leaked inside the pouch.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received one open sample. We have checked this sample and shows that the ampoule was leaking at the sealing bar (yellow bar at the bottom of the ampoule). The batch manufacturing record has been reviewed and no deviations have been found. The histoacryl machine for filling ampoules and packaging them into the pouches contains an internal optical control system which identifies any non conforming ampoule by the sealing bar. We assume that this optical system has detected this error. Therefore, this faulty product should have been detected and segregated in a separate bin. However, in rare case (less than 1 out of 10,000) the mechanical segregation of the defective product does not work properly. In this rare case, the faulty pouches does not fall into reject bin but slip to the final goods. Final conclusion: taking into account that the sample received does not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.